Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. The following field was corrected: e1, h6: medical device problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, there was no physical damage on the device. The events can be detected and prevented in accordance with the following sections of the instructions for use: "the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of this event is on-going. Should additional information be received, a supplemental report will be provided.

Event description:
While evaluating an evis lucera videoscope. Foreign material was discovered, coming out of the nozzle. There was no patient involvement during this event.